Manufacturer narrative:
(B)(4).

Event description:
A confirmed motor stall was noted in the attention dialogue box. A confirmed motor stall and motor stall recovery were recorded in the event logs. Stopped pump period may exceed tube set message was also noted. The pump did not show recovery until interrogated today. The pump motor stall was caused by pt having an MRI or other medical procedure. The pt did not have the pump checked after MRI. The pt had experienced a change in therapy effect with reduced therapeutic effect since before (B)(6) 2011 (the pt had an MRI on that date). The hcp planned to increase the pt's dose to help with symptoms. The pump was used to deliver baclofen.